Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): all conductors fractured (crushed), proximal conductor flattened and stretched, and white substance noted; partial lead in segments returned and analyzed. (B)(4): no anomalies found, however helix was distorted/bent, apparent explant damage noted; full lead in segments returned and analyzed.

Event description:
It was reported that there were high thresholds on the atrial lead. The lead was explanted and replaced. It was also reported that a tachy lead was attempted but not implanted due to medical judgement. No patient complications have been reported as a result of this event.